Manufacturer narrative:
When the system was not in use, an operator heard a noise in the scan room. When she entered the room she smelled something burning and hit the e-stop and pulled the fire alarm. A burned power cable was found inside the gantry of the system. Parts were replaced and within an hour of the parts being replaced, the system was up and operational. The removed related parts are being returned to the manufacturer for evaluation. Method: the part is being to the manufacturer for evaluation. Results: the investigation has not begun, therefore there are no results.

Event description:
Minor electrical fire in gantry.

Manufacturer narrative:
The investigation of the returned parts indicates that the cause of the incident was a shorted out circuit, most likely caused by dust in the unit. Review of the service history indicates that product maintenance was not conducted on a regular basis. Service for this site is conducted by a third party service organization.